Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, the devices continued to leak and cause a loss of pneumoperitoneum. The surgeon managed to complete the case with the devices, but saved the packaging for the rep to report the complaint; there was no adverse consequence to the pt. Both devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for eval.